Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the results of the DHR (device history review) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported, during dilation at 6atm (standard atmosphere) a leak of contrast medium was observed from the balloon part. Thus, the doctor stopped using the device. The procedure was successfully completed after replacement with another lot. Additional information provided by the customer indicated that the device was prepared for use according to the directions for use, and there was no damage noted to the packaging prior to opening it. The device was confirmed to be in good condition prior to use on the patient. A continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was very meandering. While there are a number of potential causes for the reported issue, because the device was not returned and review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned tot the as reported event of balloon leaked during use.

Event description:
It was reported that during the procedure, during dilation a leak of contrast media was observed from the balloon of the subject balloon catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No further information is available.

Event description:
It was reported that during the procedure, during dilation a leak of contrast media was observed from the balloon of the subject balloon catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No further information is available.